Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/11/2017, that on (B)(6) 2017, the sensors would not connect to the g5 mobile application. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review confirmed the reported event of the sensors would not connect to the g5 mobile application through connection loss on transmitter 40us6k. A root cause could not be determined via data. The reported issue of the sensors would not connect to the g5 mobile application is reportable based on the finding of permanent connection loss.